Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. Following our receipt of the four returned used sensors and performed a visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported sensor was giving wrong reading and experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The event involved products mmt-7020la, mmt-332a, mmt-1880, and unomedical. The sensor glucose value is 40mg/dl. The customer was treated with the insulin pump. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The sensor mmt-7020la was returned for analysis. The products mmt-1880, mmt-332a, unomedical will not be returned for analysis.